Manufacturer narrative:
Additional information received suggests that a repositioning procedure took place and the ra lead was repositioned successfully. The ra lead remains implanted. Updated also the model/serial number of the ra lead per additional information.

Event description:
Boston scientific received information that during a follow up it was not possible to identify atrial sensing markers on the electrocardiogram. Impedances on the right atrial (ra) lead were normal but high atrial thresholds were reported. The physician had reprogrammed this pulse generator (pg) due to intermittent muscle stimulation but sensing on the atrial channel was still not visible. A small amount of noise was also noted on the electrocardiogram. Finally an x-ray was taken which showed an ra lead dislodgement. The device was reprogrammed and an ra lead revision has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.